Event description:
The customer's spouse stated that pt was in the hosp because of taking too much insulin. Spouse thought the device displayed higher blood glucose results and pt takes too much insulin and goes into a diabetic coma. Spouse did not know a lot of details and said pt's glucose was 45 mg/dl in the night and then on the following day pt was hospitalized and their glucose was 78 mg/dl in the hosp on the following day. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.